Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem. Block h2 (additional information): block b5 has been updated based on the additional information received on february 4, 2025.

Event description:
It was reported to boston scientific corporation that a 10mm cold snare ii round snare was used during a colonoscopy procedure for polyps in colon performed on (B)(6) 2024. Prior to the procedure, the staff opened the package and conducted tests to open and close the snare. The snare was sticking while opening and had some resistance when closing. Additionally, it was stated that the snare had not been cutting effectively in previous cases. It required significant force to cut through the polyp. The procedure was completed with a similar 10mm cold snare ii round snare. There were no patient complications reported as a result of this event. Additional information received on february 4, 2025: the anatomy location is in the colon.

Event description:
It was reported to boston scientific corporation that a 10mm cold snare ii round snare was used during a colonoscopy procedure for polyps in colon performed on (B)(6) 2024. Prior to the procedure, the staff opened the package and conducted tests to open and close the snare. The snare was sticking while opening and had some resistance when closing. Additionally, it was stated that the snare had not been cutting effectively in previous cases. It required significant force to cut through the polyp. The procedure was completed with a similar 10mm cold snare ii round snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.